Manufacturer narrative:
Investigation is on-going; no conclusions can be drawn as no device was returned or lot number provided.

Event description:
Pt with a previous total hip implant suffered a periprosthetic fracture on an unk date. A plate, cable and screw construct was placed. On (B)(6) 2012, at 6 week f/u, surgeon determined the plate was bending. Approximately a week later, the plate had broken at screw hole #6 at the junction of the combi-hole, and pt also experienced re-fracture of the femur below the total hip replacement. Pt was returned to operating room on (B)(6) 2012 and was revised to a long-stem total hip prosthesis. Doctor advised consultant that pt post-op instructions were for 50% weight bearing; pt was reportedly non-compliant.